Event description:
The patient presented to the clinic due to device beeping and interrogation revealed a lead integrity alert for right ventricular (rv) oversensing. The patient notes they were working out at the time of the t-wave oversensing. The lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.